Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited the inability to capture unless programmed at maximum outputs. Lead was capped and replaced. Patient condition was stable.